Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dental needle. The customer reports that during procedure, the needle broke and remained in the pt. The customer reports surgery was required to remove the needle and the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.